Manufacturer narrative:
Patient identifier and weight were not made available from the site. Patient age approximated as a "teenager". On 08/23/2016 a medtronic representative, following-up at the site, reported the screw was displaced toward the spinal column. On 08/24/2016 hardware complaint handling review determined the surgeon did not allege deficiency of a medtronic product to have caused the misplaced screws. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative received a report on (B)(6) 2016 that, while in a posterior spinal fusion procedure on (B)(6) 2016, one screw was misplaced and re-positioned. There was no patient impact reported initially. A subsequent site report to the medtronic representative, stated there were three screws misplaced, t5, t7 and another unspecified location. The screws were misplaced inward. No specific measurement of the alleged inaccuracy was provided. Inaccuracy was confirmed with a post-op spin, using an imaging system. The surgeon re-positioned the screws. Delay in therapy was one hour. The surgeon did not allege deficiency, or an inaccuracy, of a medtronic product to have caused the misplaced screws. The surgeon completed the procedure with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.